Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 191 mg/dl while sensor glucose reading was 63 mg/dl. The sensor and blood glucose differences are not within acceptable range. The customer stated that there might be a bad cal factor. The customer was advised to turn the sensor feature off and wait at least 2 to 4 hours to turn the sensor feature back on. The customer was advised to not calibrate on sensor alert. The customer will be sent replacement sensors.

Manufacturer narrative:
Sensor performed continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings.